Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 322 was caused by loose upper latch switch bracket screws. This allowed the upper latch switch to move in and out from the upper door latch causing an intermittent open/closed switch connection to produce a system error 322. The upper aux assembly was replaced.

Event description:
It was reported that a device alarmed for a system error 322. There was no patient involvement.